Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, it was observed that several dust-like fibers present on and in the tip of the syringe. Potential root cause for the loose foreign matter in the unit package defect is associated with the packaging process. It is possible that particulate/fiber accumulation due to excess static electricity was present on the top web packaging which resulted in the foreign matter being sealed in the unit package. Since manufacture of this batch a top web deionizer has been installed on this line to aid in reduction of static buildup on packaging material. A device history record review was completed for provided lot number 0043411. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: luer-lok 1ml syringe had unknown substance, possibly cardboard attached to the syringe tip. 10-jan-2023 - picture review by rcc, brownish foreign matter observed inside the sealed packaging.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: luer-lok 1ml syringe had unknown substance, possibly cardboard attached to the syringe tip. (B)(6) 2023 - picture review by rcc, brownish foreign matter observed inside the sealed packaging.